Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a preoperatively ruptured abdominal aortic aneurysm. It was reported that intraoperative imaging and aortography were suggestive of a type iii b endoleak at the junction level of the main body stent graft (with the ipsilateral branch on the left). Per the physician the cause of the event is unknown. The physician implanted a 16x16x82 endurant extension with resolution of the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.